Event description:
The customer reported having high blood glucose over 400mg/d. The caller stated that insulin from the reservoir leaked past the o-rings and into the reservoir compartment. No further information was provided.

Manufacturer narrative:
Inspected two opened and used reservoirs. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoirs passed per specification. No leakage/occlusion anomalies were observed during analysis. Checked o-rings for defects and none were found. Reservoirs connected and locked in place properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.